Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/25/2015. The fse found a hole in the rinse tubing on the blood sampling valve. The fse replaced the rinse tubing, which resolved the leak and the erratic results. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer was giving erratic red blood cell (rbc), hemoglobin (hgb) and white blood cell (wbc) results. While troubleshooting the fse found a leak inside the instrument. The volume of the leak was about a drop and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye wear and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The printouts and raw data were requested but were not provided.